Event description:
The surgeon reported via the sales representative that they have been contacted by a patient who has experienced 'noise' in their hip which they believe to be from their ceramic on ceramic bearing. We are currently awaiting further details.

Manufacturer narrative:
Neither the device nor additional information is available at this time.